Event description:
A malfunction alarm was reported, displaying malfunction code 1. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, the customer was instructed on how to put the pump into storage mode and to return the faulty device using a pre-paid label within ten days.